Manufacturer narrative:
This mattress has not been evaluated yet due to the mattress not being returned. A new mattress was shipped to the customer on 02/13/2014. The customer is in the process of sending back the mattress to our warehouse. This report has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.